Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were in the hospital recently and had lost their recharger. They were given a new one and after troubleshooting the patient started a successful charge on the left stimulator. Reviewed the icon meaning and the patient's therapy was off. Instructed the patient rep once the patient has enough charge they will need to turn the therapy back on with the patient programmer. On (B)(6) 2025 the patient representative called back and stated that patient therapy has been off since (B)(6) 2025 as patient has been in the hospital and was unable to charge ins. Patient representative inquired about turning therapy back on. Agent reviewed information. Agent reviewed information regarding turning therapy on, patient representative will also discuss with doctor.